Event description:
Caller indicated the glucocard vital meter was giving low readings. Customer said she did not have anything to eat since 11:30pm and she got a reading of 31. She then had some juice and a sandwich to bring her glucose back up. 20 minutes later she tested again and her glucose had gone up just a bit with a reading of 41 but still thought that was too low. She then took some glucose pills and more juice. She tested again 20-30 minutes later and her glucose had gone down again to 31. She continued testing but her reading would not go higher than 41 and she was not having any symptoms at all, she was only nervous that the meter kept reading low. She decided to go to the ER at 1:20am and at the hospital her glucose reading was 315. She was kept at the hospital for 30 minutes just to keep an eye on her and then was released. Her technique is good except she would only use alcohol to cleanse and would blot finger over paper to dry it. She opened her strips about 2 weeks ago and did do a control solution test and that was in range but the solution is expired since she opened it in (B)(6) 2013. Meter looks in good condition and is only a couple months old. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned, but the test strips returned were wet and could not be tested. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.